Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional digestive embolization procedure. Reportedly, the proglide was advanced with some resistance and after deploying the proglide and advancing the knot, bleeding was still significant. The sheath was upsized to 7f, yet, the access site kept bleeding. A non-abbott device was advanced, yet not deployed, as bleeding had not decreased. After inserting a 9f sheath, an angiogram was taken. No extravasation, dissection or flap of artery was noted; nothing unusual was noted. Manual compression was applied for one and a half hours to achieve hemostasis. A clinically significant delay in the procedure was reported. No additional information was provided.